Manufacturer narrative:
Siemens filed the initial MDR 2432235-2011-00065 on (B)(4) 2011. Updated (B)(4) 2012: it was found that a lot of bovine serum albumin (bsa) was the cause of the false positive immulite systems toxoplasma quantitative igg results, however siemens has investigated the issue and has determined that the frequency of the false positive patient results reported are within the IFU specificity claims of (B)(4) for the immulite systems toxoplasma quantitative igg assay.

Manufacturer narrative:
A siemens technical service engineer (tse) evaluated the immulite 2000 instrument data. Analysis of the instrument data indicated that the cause for the discordant toxoplasma igg result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant immulite 2000 false positive toxoplasma igg result was obtained on one (1) patient sample. (The patient had previously tested negative several months prior). The positive sample was then sent to a second laboratory for confirmation, the result returned was negative. There is no known report of patient intervention or adverse health consequences due to the discordant toxoplasma igg result.